Event description:
It was reported that a user on day two of ilet pump therapy called after dinner with a blood glucose of 390 mg/dl, had not taken any additional therapy, and planned a follow-up glucose check in one hour. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included internal review of the event details and user-reported troubleshooting. Investigation of this case revealed no device alarms and no device malfunction reported, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.